Event description:
Patient reportedly developed an infection at the device area. The cause of the infection is unknown at this time per the treating physician. Patient was implanted approximately 7 years prior. Attempts for further information are pending.